Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804004 femoral head sterile product do not resterilize 12/14 taper 61250161, 00408801306 femoral stem fiber metal 12/14 neck taper - standard body - standard neck offset size 13 140 mm stem length 61159053, 00630506240 liner standard 3.5 mm offset 40 mm i.d. For use with 62 mm o.d. Shell 61263070. Reported event was confirmed by review of x-rays provided. X-ray review by radiologist states possible radiolucency along the superomedial acetabulum seen only on the ap film, possibly artifact. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient was revised due to metallosis, cobalt, corrosion and pseudotumor on his right hip. Radiolucency was found in the provided x-rays. Attempts to obtain additional information have been made; however, no more is available.